Manufacturer narrative:
Pt information was not provided. Sorin group deutschland manufactures the heater-coller system 3t. The incident occured in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). The investigation is ongoing. A follow-up will be sent when the investigation is complete.

Event description:
Sorin group received a report that the user could not adjust the heater-coller above a specific temperature during a procedure. The clinician powered the unit off and on, then the unit performed as expected. There was no report of pt injury.